Manufacturer narrative:
The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. (B)(4).

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed an "error 2" message. On (B)(6) 2011 this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patients reported that immediately prior to the product issue he was feeling dizzy. The patient confirmed that the alleged product issue began on (B)(6) 2011 at 7:30pm and that he manages his diabetes with an insulin pump. The patient further stated that when the issue began he made no changes to his diabetes routine. The patient reported to the mss that the "error 2" issue was intermittent and he was able to continue testing. The patient stated that no treatment was received due to the product issue. During troubleshooting, the cca confirmed the patient was using the proper testing technique. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this malfunction is being reported because the alleged issue remained unresolved.